Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. After further review of the device interior, there was corrosion and rust inside the battery compartment and signs of moisture leakage underneath the battery compartment on the battery board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the battery compartment, around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a critical pump error when changed battery and it started beeping. The customer¿s blood glucose level was 110 mg/dl. The customer reported they received a open book and red x and question mark image on the insulin pump screen. The customer reported that they did not receive any other alarm prior to the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.